Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, this new pacemaker was connected to the new right ventricular (rv) lead and the impedance values increased. When the rv lead was tested via a pacing system analyzer, the impedances were 650 ohms. When the rv lead was connected to the device, values were 1070 ohms, then 1350 ohms. Boston scientific technical services discussed troubleshooting and had the physician check that the lead was fully inserted and the setscrews were tightened. After reconnecting, values were stable and a tug test was performed that confirmed proper insertion. The products were successfully implanted and remain in service. No adverse patient effects were reported.